Event description:
It was reported that the surgeon used the first cinch which worked fine. As surgeon was advancing the second needle forward for the second cinch, the peek part of the implant came off the needle. The first peek part remained on the other side of the meniscus. Surgeon then used another cinch which worked until the knot was being tightened down. Then the fiberwire broke so it could not be tensioned. The peek parts were fully seated through the meniscus. Surgeon cut the fiberwire off and used a shaver to remove all but a small piece of the fiberwire which was located next to the implant. The peek portions remained un-retrieved on the other side of the meniscus. A fourth and final cinch was used in the same location which worked fine. Meniscal repair procedure.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.